Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a surgical procedure, a size 38 cannulated reamer broke. Fragments, parts or pieces fell into the patient wound site and were removed. There was a surgical delay, amount of time not reported. Adverse event as a result indicated ¿no¿, ¿there are no adverse events as a result as yet¿. Patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: d8, d9: device receipt; h6: the broken device reported was likely the result of applying a counter clockwise resistance force to the instrument greater than yield strength of the material, which led to crack initiation, propagation, and ultimate failure.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5, d8.

Event description:
There is nothing to return. The broken reamer was thrown in the sharps bin for disposal.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the broken device reported was likely the result of applying a counterclockwise resistance force to the instrument greater than yield strength of the material, which led to crack initiation, propagation, and ultimate failure. However, this cannot be confirmed as the device was not returned for evaluation.